Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. Vendor evaluation found the device damaged/broken. Findings: dark brown debris found throughout the attachment, driveshaft affected. Corrective measures: attachment requires complete cleaning. Affected parts need the be replaced.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jan-2026, it was reported by a sales representative via (B)(4) that a qty. 4 of ar-300b burr attachments were broken. No further details were provided, and additional information has been requested. Additional information provided 29-jan-2026: it was further reported that the issue with the burr was that it no longer functioned properly and impacted other parts of the system. The issue was discovered during use with no patient harm reported. Additional information provided 05-feb-2026: it was reported that the ar-300b burrs were breaking off inside the handpieces and the tips were overheating.